Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due a change in morphology resulting in t-wave oversensing. At the time of the shock the sensing vector was programmed to primary and troubleshooting was discussed. Approximately two years later the patient received another inappropriate shock due to t-wave oversensing while programmed to primary. The sensing vector was reprogrammed to secondary, however the patient received an additional inappropriate shock the next day. Therapy was programmed off and treatment plans will be discussed with the patient at a later date. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due a change in morphology resulting in t-wave oversensing. At the time of the shock the sensing vector was programmed to primary, and troubleshooting was discussed. Approximately two years later the patient received another inappropriate shock due to t-wave oversensing while programmed to primary. The sensing vector was then reprogrammed to secondary. However, the patient received an additional inappropriate shock the next day. Therapy was programmed off and treatment plans will be discussed with the patient at a later date. Further information has been received indicating the s-ICD had migrated and a reposition procedure was planned. Subsequently, the patient s-ICD system was explanted and replaced with a non-boston scientific transvenous system, due to right bundle branch block complications. This implantable electrode is not expected to be returned as it was damaged during the explant procedure and no additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due a change in morphology resulting in t-wave oversensing. At the time of the shock the sensing vector was programmed to primary, and troubleshooting was discussed. Approximately two years later the patient received another inappropriate shock due to t-wave oversensing while programmed to primary. The sensing vector was then reprogrammed to secondary. However, the patient received an additional inappropriate shock the next day. Therapy was programmed off and treatment plans will be discussed with the patient at a later date. Further information has been received indicating the s-ICD had migrated and a reposition procedure was planned. Subsequently, the patient s-ICD system was explanted and replaced with a non-boston scientific transvenous system, due to right bundle branch block complications. This implantable electrode was damaged during the explant procedure, but it was returned for analysis anyhow. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted a benign crack in the polycin vorite in the lumen distal of the sense b electrode and notch area. The crack did not extend into insulation. Setscrew marks were in the correct location on the terminal pin. Stretched coils on the shock coil were noted as well, consistent with explant damage. Testing was completed to assess the electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of oversensing, inappropriate shock, low amplitude, and electric shock allegations; detailed analysis did not reveal any abnormalities that would have cause or contributed to these anomalies.